Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2018 with the following findings: the pump was returned with a cracked battery compartment. The battery cap was also stripped and unable to secure to the pump. A test battery cap was attached to the pump and used to complete a 12 hour duration test.